Event description:
During open heart surgery, the terumo perfusion machine had a bubble detector malfunction. Perfusion pump changed out with new machine. With the new machine, oxygenation was compromised. Management was called in, biomed was called in, and issue was identified. Oxygen analyzer was fixed, and clinical staff proceeded with case as usual. No problems after that.